Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker calibrated the voltage for the analog pcb assembly, and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to shock. The customer advised that their device displayed the wrench symbol and started beeping when trying to shock. There was no patient use associated with the reported event.